Manufacturer narrative:
PMA/510(k) number = pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during the angiogram portion of a transarterial chemoembolization(tace) procedure, the hub of the torcon nb advantage angiographic catheter did not fit adequately with the 20 ml syringe, causing a leak. The procedure was being performed through the femoral artery. Another torcon nb advantage angiographic catheter was used to successfully complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: b5, d10 - product received on. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Upon further review of this complaint file, the reportability decision has been updated to reflect a non-reportable product malfunction. This complaint was mistakenly reported. According to our risk documentation, in the event that a leakage is observed from the junction of the proximal fitting to shaft or syringe and the procedure is completed successfully with the same or alternative device, the severity has been determined to be "negligible harm.".

Manufacturer narrative:
It was originally reported that a torcon device was used to complete the procedure; however, the sales representative remarked that it was most likely a cook product. Investigation ¿ evaluation. A review of the dimensional verification, complaint history, device history record, documentation, drawing, manufacturing instructions, quality control, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the hub was securely attached. In order to test for leakage, a 20 cc luer-locking syringe was attached, and an attempt was made to flush the device; however, it was not possible. A 0.035 wire guide was then passed through the device, and biomatter exited to the distal tip. The syringe was attached again, and subsequent attempts to flush the device with water were successful. No leaks were noted at the connection of the hub and syringe. As a result, the reported failure mode could not be reproduced. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. The reported failure mode could not be reproduced. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent.